Event description:
It was reported that the health care professional (hcp) called technical services (ts) reported that the patient with this pacemaker system including right ventricular (rv) and right atrial (ra) leads, had an infection and exhibited loss of incontinence, and neurological decline symptoms. The hcp stated that the patient required a magnetic resonance imaging (MRI) and called ts to inquire if the pacemaker system was MRI conditional. Ts reviewed the device data and noted that the pacemaker system was not approved for MRI due to the device being in safety mode. The hcp stated that the physician is willing to perform the off-label MRI. At this time, no surgical intervention has been reported and the pacemaker, rv and ra leads remain in service. No additional adverse patient effects were reported.